Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pump was sent up to infuse azacitidine with total volume to be infuse of 125 ml. However, at the end of the infusion, 159ml was infused with only 11ml flush administered. It was mentioned that the infusion had to be stopped due to a "bud time" of 1211 and the timing of infusion going over that time. The clinician was ready for drug at 1114, drug was marked complete at 1121, and with travel time to clinical research unit (vru) the infusion was started at 1132 with a "bud time" of 1211. There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported that pump was sent up to infuse azacitidine with total volume to be infuse of 125 ml. However, at the end of the infusion, 159ml was infused with only 11ml flush administered. It was mentioned that the infusion had to be stopped due to a "bud time" of 1211 and the timing of infusion going over that time. The clinician was ready for drug at 1114, drug was marked complete at 1121, and with travel time to clinical research unit (vru) the infusion was started at 1132 with a "bud time" of 1211. There was patient involvement but the information on patient impact is unknown.